Event description:
It was reported that the patient was febrile and had mild skin redness above the pocket. Infection of the pocket was suspected. The device and lead were removed. The system will be replaced at a later date after antibiotic treatment and no further signs of infection are noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Additional information was received that indicated the serial number on the initial mw report for the 6947m was incorrect. The correct serial number has now been added to the report. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.